Manufacturer narrative:
The investigation into the damage has been completed. The impella automated controller was returned for investigation. The returned console was inspected the optical pump connector dust covered was confirmed to be damaged. The damage was most likely due to use. The optical connector ferrule was cleaned and inspected but no damage was found. The cause of the damaged blue receptacle dust cover was most likely due to improper use. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) connector cover was broken. A loaner was sent to the customer to initiate return of the device. There was no patient involvement.